Event description:
Manufacturer's ref #: 301590.

Manufacturer narrative:
The ventilator was investigated by our field service engineer. The reported issue was not reproduced on-site. At the request of the user facility, the control pcb (printed circuit board) was exchanged according to the recommendations in the service manual. System software was re-installed and functional tests performed with good results before the ventilator was returned to service. The replaced control pcb was not returned for investigation. The evaluation of received ventilator logs confirms a single occurrence of the reported technical error codes and other alarms indicating that ventilation had stopped. The technical error codes indicate disabled valves and a control pcb communication failure with the monitor pcb. If the underlying defect appears during ventilation, ventilation will stop and the user will be notified by a generated high priority alarm and the corresponding technical error codes. If the failure appears during startup, a technical alarm will be generated and ventilation cannot be started. The conclusion in this matter is that the reported issue was confirmed in the received ventilator logs. However, since the replaced control pcb was not returned for investigation, the root cause has not been established.

Event description:
It was reported that during patient treatment, the ventilator stopped and alarmed with technical error codes for disabled valves and communication failure. The patient became hypoxemic and had to be manually resuscitated. The ventilator was replaced and the patient recovered. Patient¿s final outcome was no injury. Manufacturer's ref #: (B)(4).